Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that he is having trouble the onetouch ultramini and is testing in the memory mode. This complaint was classified based on the customer care advocate (ca) documentation. The patient claimed the testing in memory mode issue began on (B)(6) 2014 between 11 am and 2 pm. There was no report of any diabetes management based on the subject meter. He allegedly required treatment at the emergency room with insulin shots, pain medicine, and antibiotics as a result of the product issue. At the emergency room, the patient¿s blood glucose was over 600 mg/dl. There was no report of any symptoms. The patient provided limited information about the reported incident and was decline to answer any more questions during the initial phone call. The reported issue was not resolved with training. This complaint is being reported because the patient required insulin treatment at the e.r. For hyperglycemia. The lfs products were replaced and requested back for investigation.